Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported needle-to-cuff miss included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification. The amount of deflection will depend on the severity of the anatomical conditions. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification or vessel tortuosity. In addition, there was no reported access site/groin scarring. There is no indication of an anatomical condition that influenced the reported experience. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. There was no information provided to suggest incorrect operator deployment technique. There was no manufacturing deficiency, patient anatomical condition, or incorrect operator deployment technique detected that could have contributed to the reported complaint. Based on the reported information and the inspection criteria a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint database was performed, which did not indicate any previous incidents reported for a needle-to-cuff miss for the lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.